Event description:
Additional information was received from the patient. As for the steps taken to resolve the issue, their hcp stated that it was fine to just keep an eye on it since it was not causing any issue at this time. This issue was resolved, and it was a fluke. They tried again, and it did not happen.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va31aau, implanted: (B)(6) 2024, product type lead, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va31aau, implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had been experiencing leakages and they couldn't go to the bathroom on time. The issues started two weeks ago. The patient was transferred to the correct department where they stated they were having a return of symptoms. The patient mentioned the therapy was [not] working [as] good as it was before. The patient mentioned they were having a lot of leakage, wetting their pants, and they couldn't go to the bathroom. The patient mentioned that it started "last month or so maybe 3 to 4 weeks ago". The patient mentioned they were at 4, however, they got shocked when they tried to increase it to 5. The patient also mentioned that the wires in their back were "puffed up" and not laying as flat as they were. The patient was redirected to their healthcare provider (hcp) to further address the issue.